Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent evaluated the customer's device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had logged an error code in its memory and had power cycled while charging defibrillation energy during a patient event. The patient associated with the reported event was not harmed.